Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in 2003 for sterilization. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual abdominal and back pain. Additionally, after being implanted with essure she began suffering from symptoms of depression and fatigue. Since undergoing the essure procedure she suffered from severe migraines - for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiffs essure related chronic pain grew so severe that she was prescribed norco as treatment. Plaintiff also began suffering pain during intercourse. Company causality comment: this non-medically confirmed spontaneous report is under litigation. It refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted for sterilization and had essure related chronic pain / abdominal pain shortly after essure insertion. It was so severe that she was prescribed norco as treatment. Abdominal pain is listed in the reference safety information for essure. Considering that essure may cause abdominal pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident due to required intervention. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow-up received on 31-aug-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous report is under litigation. It refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted for sterilization and had essure related chronic pain / abdominal pain shortly after essure insertion. It was so severe that she was prescribed norco as treatment. Abdominal pain is listed in the reference safety information for essure. Considering that essure may cause abdominal pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident due to required intervention. Based on the product technical complaint analysis, there is no relationship between the reported event and a quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.